Event description:
On 08/11/1998, the facility's op coordinator informed the MFR's rep that the facility has encountered four (4) problems with this product. (Ref. MDR#'s 1220923-1998-00085, 086 & 088). The facility's op coordinator faxed the MFR four (4) reports, one for each event. This report concerns the third event and states the following: the device was used on 07/24/1998, two (2) days after insertion. Blood aspirated freely and chemo drugs all infused without difficulty. The device was flushed with 100ml normal saline (ns), 500u heparin after treatment and the huber needle was removed. On 07/27/1998, the device was accessed and blood aspirated freely. Pt is at the facility for weekly complete blood count only. On 08/07/1998, pt was at the facility for weekly complete blood count unable to aspirate blood from the device. No further details were provided at this time.